Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse performed troubleshooting on the system and was able to duplicate the issue of instruments not engaging on universal surgical manipulator (usm) 1. The fse noticed on the surface of instrument carriage that a pin was not fully extending compared to carriages from system arms 2, 3, and 4. A second fse arrived on site to address the reported issue with usm 1 not recognizing instruments sporadically. The fse was unable to duplicate the issues, but due to the physically visible difference in where the sterile adapter connects to the usm, the fse replaced the usm. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The usm was analyzed and the reported issue of unrecognized instrument message was confirmed in the field logs as error 282 and replicated during fa. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where error 282 was triggered indicating issues with the instrument not engaging, which replicated the reported event. Once testing was completed, the accl2 printed circuit assembly (pca) was aba tested and was verified to be the source of the fault. Failure analysis identifies the accl2 pca to be the root cause of the reported event. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer encountered reinstall/unrecognized instrument messages from universal surgical manipulator (usm) 1. The customer was using a force bipolar instrument. The customer had replaced the instrument and the drape, but the issue did not resolve. The customer was not using usm 4 for the case, so the technical support engineer (tse) instructed the customer to utilize usm 4 instead. The instrument worked and they were continuing as planned. The procedure was continued as planned with no reported injury.